Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was booting up with a white display. A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that it caused the reported lock-up condition; however, further component level cause could not be determined. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.